Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. The customer confirmed the pump malfunction did not cause their blood glucose level to exceed 500 mg/dl. Corrective action included the customer reverting to manual daily injections (mdi) as backup therapy while technical support arranged for a replacement pump to be sent. Instructions were provided for the customer to put the defective pump into storage mode and return it to tandem.